Event description:
Customer indicates they are getting higher results on cap samples when using the new generation of troponin t reagen. Recovery variation is expected due to matrix issues and was explained in the product launch bulletin. Patient values are not affected. Future surveys will peer group accounts with the new generation product to prevent survey failure.